Manufacturer narrative:
Donor did not provide any information regarding donation center, equipment or disposables used during the donation, therefore a root cause could not be determined. No further information is expected from the donor.

Event description:
On february 10, 2023, a donor left a voicemail with haemonetics that after leaving the donation center she fainted. She indicated that her vitals were taken three hours before she donated and felt that her vitals may have changed in that time frame. On her message she indicated she felt she was "going to die". She had a specific question regarding if we have information regarding taking vitals for that long of a period of time and if that could have contributed to her fainting and if that was a safety concern. The donor was contacted on february 14, 2023 and stated that she just wanted to find out if we had a standard procedure regarding her specific question. Donor did not provide the name of the donation center or any additional information regarding the event.